Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was hospitalized for long time due to unrelated issue and the ipg became inoperable. In turn, ipg was unable to communicate with external devices. Surgical intervention may be taken to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was established postoperatively.